Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the main electronic printed circuit (pc) card in the instrument. To resolve the issue.

Event description:
The customer reported that erratic platelet (plt) results were obtained for a particular patient analyzed multiple times on the same day on the act diff 2 instrument, compared to results obtained from the reference laboratory which were considered correct. Print outs provided for review indicated that the sample recovered flagged plt results on the initial run and subsequent reruns. Although erroneous results were reported out of the laboratory, there was no death, serious injury or change to patient treatment. The patient had a known history of thrombocytopenia.